Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was going up and they were having some symptoms of diabetic ketoacidosis as they kept trying to bolus. The customer¿s blood glucose level was unknown at the time of the incident. The customer informed that when they tried to bolus the motor came out and they got a motor error. The customer can do less than a 5 unit bolus and it is fine but when they does more, the motor comes out. The drive support cap was loose. The customer stated that they had dropped the insulin pump two weeks ago, but did not had any issue until today. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to detached end cap. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly noted.